Manufacturer narrative:
Death occurred but is not suspected to be related to vns therapy.

Event description:
Reported indicated that the patient was found dead in bed. Patient was implanted with the vns device at the time of death. Patient's physician indicated "he had a seizure at 0730 am in the morning and was then resting in his bed. At eleven he was found dead in bed."physician also indicated that the patient's response to vns therapy was "no change." Autopsy performed indicated probable sudep (sudden unexplained death in epilepsy) as the cause of death. The explanted products have been returned to cyberonics and are pending product analysis.